Event description:
This hospital received a pt who had been in cardiac arrest. The resuscitation efforts included use of a qcpr meter for chest compressions. There was no allegation of device contribution to the pt outcome.

Manufacturer narrative:
(B)(4). This hospital received a pt who had been in cardiac arrest. The resuscitation efforts included the use of a qcpr meter for chest compressions. There was no allegation of device contribution to the pt outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.